Event description:
The customer reported that the y connector had a leak. The location of the leak was not specified and virtually no other information was provided. There was no report of any patient injury.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.